Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they experienced a loss of therapeutic effect. The patient went back to going about 50 times a day like they had done before implant. The patient went to the doctor¿s office and was put on program 1. The patient had their stimulation on program 2 at 2.9 v at the time of report and stated that they had turned it up to program 2 themselves. The patient noted that they had back pain that felt like they had a rod in their back. The patient wondered if that could be causing the bladder issues. The patient noted that the back pain was pre-existing and that the pain was before the implantable neurostimulator (ins) was implanted. Additional information was received from the patient on (B)(6) 2017. The patient reported that the battery in the back had movement and that they were going to have to make an appointment with the hcp. The patient stated that the cause of the loss of therapeutic effect and increase in urinary frequency was due to back pain issues. The patient noted that they were going to have shots in the back on (B)(6) 2017 at 11 am. No further complications were reported or were expected.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the battery was loose, moving around, was no longer in solid place, but had movement in place where the battery was input at the time of surgery. The patient stated the only change was the location, started bleeding and was it slow to heal. The patient stated they went to their healthcare professional (hcp) to show it to him. The patient stated he did not seem concerned about the issue. The patient stated that as far as the hcp goes the movement was still there, nothing had been done to stop movement, it continued to lose as of (B)(6). There were no further complications that have been reported as a result of this event.